Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, d9, e1, h2, h6, h11 the device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use aspiration needle sheath did not appear in the ultrasound image. The reported issue occurred during a diagnostic endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.